Manufacturer narrative:
On april 12, 2021, device evaluation was completed. Device evaluation summary: mentor conducted a visual inspection and microscopic examination of the returned device. Visual analysis of the returned sample revealed that the sal smooth rnd diap 475cc breast implant had the valve separated. In addition, a crease/fold was noted on the anterior aspect. Microscopic examination was performed, and the cause of the tear could not be identified. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. It should be noted that product failure is multifactorial. Although no conclusion could be reached on the cause of the reported event, the instructions for use contain the following caution: according with the product insert data sheet, the valve system can be damaged by improper use of the fill-tube stylet. Care should be taken that the stylet enters the valve smoothly. Use the thumb and forefinger to stabilize/support the valve seat and gently push the stylet tip into the valve opening. Overstressing the valve material may result in punctures or tears and subsequent deflation may occur. Use only the fill tube stylet provided with this product. Take care not to puncture the diaphragm valve or the shell with the stylet tip. Care must also be taken when the fill tube stylet is removed to prevent damage to the valve assembly. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturing date under field h4 has been updated from 8/3/2011 to 8/2/2011 as per manufacturing record evaluation (mre) completion. This supplemental medwatch form is for the left breast prosthesis. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On march 10, 2021, mentor received additional information indicating that the suspect medical devices were the following: (left) 475cc mentor smooth round moderate profile saline catalog: 3501680 lot: 6493076 and (right) 475cc mentor smooth round moderate profile saline catalog: 3501680 lot: 6462347. A manufacturing record evaluation (mre) was performed for the complaint device. As a result, the manufacturing date and expiration date fields have been updated. The manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. On march 17, 2021, the mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. On march 22, 2021, mentor received additional information indicating that along with the bilateral deflation, bilateral removal and replacement, the patient also experienced bilateral mammary ptosis and size dissatisfaction. Additional procedure the patient underwent to: bilateral capsulectomies and bilateral mastopexies. Manufacturer¿s reference number: (B)(4). This medwatch form is for the left breast prosthesis.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: material rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient, who's undergone breast augmentation revision with two unspecified mentor saline breast prostheses, suffered bilateral breast implant deflation, post-procedure. The patient noticed the implants getting smaller years ago and had a mammogram with findings showing deflation. As a result, the patient underwent bilateral removal and then bilateral replacement with the following devices on (B)(6) 2021: (left) 325cc mentor memorygel breast implant catalog: smpx325 lot: 9520285 sn: (B)(4) and (right) 325cc mentor memorygel breast implant catalog: smpx325 lot: 9506404 sn: (B)(4). This medwatch form is for the left breast prosthesis.